Manufacturer narrative:
As reported, the doctor used a 5f mynxgrip vascular closure device (vcd) after percutaneous transluminal angioplasty (pta) case and tried to stop the bleeding, however, the white tube tip was damaged and could not enter the sheath. Hemostasis was obtained with another mynx device and the hospitalization was not extended. There was no reported patient injury. The deployer¿s mynx training status was mynx certified. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial, and the vessel diameter was verified to be greater than or equal to 5 mm in diameter. The was a little vessel tortuosity and moderate presence of pvd / calcium in the vicinity of the puncture site. The patient was not morbidly obese. The sheath was not kinked/bent upon removal. There was visible bent/damage in distal end of the balloon shaft after removal. No excess force was applied during insertion. Additional patient and procedural details were requested but were not available. The device was returned for analysis. A non-sterile 5f mynxgrip vascular closure device was returned for investigation. Per visual analysis, the device was exposed to blood, the shuttle was engaged to the handle, and the sealant and the advancer tube remained in the manufacturing position. The syringe and the procedure sheath were not returned. The distal tip of the atraumatic wire was slightly bent as received. It was reported that the white tube tip was damaged, and the device could not enter the sheath, however, without the return of the procedure sheath, an evaluation of any damages on it that could have obstructed the device path or damaged the ¿tip¿, cannot be made. Per functional analysis, an applicable 5f procedure sheath was used to perform an insertion test. The device was able to advance through the sheath, without any friction or resistance, even though the ¿white tube tip was damaged¿. Per microscopic analysis, when the catheter was viewed under high magnification it showed that the distal tip of the atraumatic wire was slightly bent. Without the return of the procedure sheath, an evaluation of any damages on it that could have obstructed device path or damaged the ¿tip¿, cannot be made. A product history record (phr) review of lot f1914401 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿inability to advance in sheath¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively be determined. The returned device performed as intended, even though the white tube tip was damaged, and was able to be advanced into a sample sheath. Procedural and/or handling factors may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, flush the procedural sheath with sterile heparinized saline. The IFU also instructs if using a mynxgrip 5f device, confirm that the procedural sheath is 5f with an overall length not exceeding 15.7 cm. The user is also instructed to flush the procedural sheath with sterile heparinized saline. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The device was returned and section d9 was updated accordingly. The completed engineering report will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the doctor used a 5f mynxgrip vascular closure device (vcd) after percutaneous transluminal angioplasty (pta) case and tried to stop the bleeding, however, the white tube tip was damaged and could not enter the sheath. Hemostasis was with another mynx device and the hospitalization was not extended. There was no reported patient injury. The deployer¿s mynx training status was mynx certified. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial and the vessel diameter was verified to be greater than or equal to 5 mm in diameter. The was a little vessel tortuosity and moderate presence of pvd / calcium in the vicinity of the puncture site. The patient was not morbidly obese. The sheath was not kinked/bent upon removal. There was visible bent/damage in distal end of the balloon shaft after removal. No excess force was applied during insertion. Additional patient and procedural details were requested but were not available. The device will be returned for evaluation.